Manufacturer narrative:
We do not have any information or studies regarding intestinal inflammation specifically affecting inr. The returned test strips were measured on reference meters with a high-level control sample: testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 5.4 inr. The repeated result from the meter after a few minutes was 5.3 inr. After an hour, the laboratory result using a venous blood sample was 3.1 inr. The therapeutic range was not provided.